Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited that the fiber bonding in the outer tube area was damaged, the outer tube had a dent and therefore sharp edges, and that the protector of the video cable section was cut, overstressed and corroded. There was no patient involvement.